Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) conducted a site visit and replaced the erbe generator to resolve the issue of the monopolar energy not working. Isi received a da vinci product to perform failure analysis. The reported issue was successfully replicated. When installed on the system, the unit exhibited instrument recognition problems, specifically on monopolar connector numbers 1 and 2, while bipolar connector numbers 1 and 2 all operated normally. Monopolar connector numbers 1 and 2 failed to detect instruments entirely. The unit was sent to the original equipment manufacturer (OEM).

Event description:
It was reported that during a da vinci-assisted surgery, the procedure was converted to open due to the monopolar energy not working. The customer replaced the energy cable 3 times and power cycled the erbe, but the issue remained. The site also said they were not sure if they had the covidien activation cable for the system to use as a backup. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, but no relevant errors were detected. The surgeon decided to convert to open surgery due to the issue. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.